Event description:
Related manufacturer reference number: 2017865-2024-72425. Related manufacturer reference number: 2017865-2024-72427. It was reported that the patient presented in the clinic with extreme pain on the implant site. The pacemaker was explanted and moved to the left side. The right atrial and right ventricular lead were replaced, and new leads were implanted on the left side. The patient was in stable condition.

Manufacturer narrative:
Correction-section d9: the lead was returned to the manufacturer on 09 dec 2024.

Manufacturer narrative:
The lead was returned with no reported event. A complete lead was returned in one piece. Electrical testing did not find any internal shorts; however, an open circuit was noted due to the broken / separated outer coil at the middle region of the lead consistent with procedural damage. Visual and x-ray examinations of the lead did not find any anomalies except for damages consistent with procedural damage.